Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and the data log was reviewed. Data investigation confirmed loss of connection less than one hour; the device operated within expected. The probable cause could not be determined post investigation.